Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break? Yes; what tissue type and location of the suture placement? Abdominal fascia; what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal; how was the suture placed (interrupted or continuous)? Loop; how was the suture tied (square knot or multiple knots one end)? Loop; what date did the patient present with dehiscence (# post op days)? 3 days post op; how was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. Second surgery; what was the appearance of the suture during the second procedure? Broken.

Event description:
It was reported that a patient underwent abdominal closure procedure on an unknown date and suture was used. Three days post operatively, the suture that was placed in the fascia broke and the patient experienced abdominal incision dehiscence. A reoperation was required. The patient is reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for analysis. During the visual inspection, the sutures were correctly placed on the folder and the sutures were dispensed without problems. In addition, the samples were examined along of the strand and no defects, damaged or suture breakage were observed. The samples were tested by knot tensile strength and the result is above the minimum individual strength requirements for tensile strength.